Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements, greater than 2500 ohms. Additionally, atrial capture could not be confirmed on the presenting electrogram (egm) by technical services (ts). Atrial noise was also observed. No adverse patient effects were reported. This device remains in service.